Event description:
It was reported that during a remote follow up, low defibrillation impedance was noted on the right ventricle (rv) lead. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.